Event description:
Impella device used during cardiac intervention using the left femoral artery. At end of procedure device was being removed and became lodged in the right femoral artery requiring a cutdown with angioplasty and blood transfusion as a result.